Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No ramping numbers noted on the display. No button error alarms noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported receiving multiple button error alarms on the insulin pump during a bolus. Customer stated that they were attempting to deliver a bolus and the numbers were racing up. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.